Event description:
Same case as mfg #1649384-2012-00132. Review of x-rays reveals post-operative slippage of two closure tops and not only the one previously reported. It was reported the construct loosened post-operatively. The pt presented with recurrent post-operatively. The pt presented with recurrent pain after surgery (timeframe unspecified). X-rays showed the rod had slipped. No further info was available at the time of this report.